Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition and will continue to be monitored.